Event description:
Boston scientific crm received information that this right ventricular lead dislodged. The physician elected to replace the lead. Pending the return and completion of lab analysis, this section will be updated appropriately.